Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The initial result was 0.4 ng/dl and was reported outside the laboratory. The physician questioned the result and the sample was repeated. The repeat result was 1.96ng/dl twice. It was unknown which result was correct. The patient was not adversely affected. The reagent lot number was 181235 with an expiration date of 01/31/2016. The field service representative found the sample probe was out of alignment. He aligned the sample probe and ran performance testing which passed within specification. The field application specialist found the sample rack type used for the initial testing did not have a required insert. She discussed with the customer the rack type and how the sampling needs to be centered in the tube.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. The most likely cause was the misaligned sample probe. Based on the provided data, a general reagent issue could be excluded.